Event description:
The customer reported that they were receiving blank films and receiving error codes after attempting to take a radiograph. Rebooting the unit didn't repair the problem.

Manufacturer narrative:
(B) (4). The ge service rep found f13 50a fuse blown in the battery circuit. He replaced the fuse with customer stock, then tested the operation of the generator by performing numerous film exposures, and checking and assuring that the fuse would not fall again. He checked and assured that the unit was operating according to manufacturer's specs.